Event description:
According to the reporter: occurred during a laparoscopic hernia procedure. The device was being used for suturing. There was a failure with the suturing device. In order to resolve the issue and complete the case, opened a new one. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.